Event description:
On (B)(6): customer reports the urology suite computer will not boot up. Customer does not have a back up room and urology procedures are not being performed, but rescheduled. No reported injury.

Manufacturer narrative:
Tech support provided biomed with the replacement hard drive part number only, as the biomed wanted to order and install himself. A later service call was opened to address a new call made by this biomed after installing the hard drive. On this new call the biomed says that he successfully changed the hard drive but now, images in the mag modes were black. Field service engineer calibrated the gold one iris and returned the unit to service after fse completed service checklist for proper operation.